Manufacturer narrative:
Reliability analysis inspected one opened and or used enlite sensor and performed bicarbonate buffer test and sensor failed for low readings.the cannula was found to be split from tubing.

Event description:
The customer reported via phone call of issues with sensor alarm error. The customer's blood glucose level at the time was 168mg/dl. The customer states their sensor seems to be retracted. Troubleshooting was conducted and the customer is returning the sensor and receiving replacement.